Event description:
It was reported that during a vats-esophagectomy, the rotating knob opened spontaneously after the anvil was attached to the trocar. The device also could not be fired. The device was used for the anastomosis between the esophagus and the stomach. The anvil was placed as it was, and another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information received: the adjusting knob somehow rotated at last. The procedure was not converted, and no additional resection was required. The patient¿s condition is stable. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4) date sent: 06/03/2022 d4: batch # 192a26 investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the cdh23p device arrived with no apparent damage and the anvil was not received. The breakaway washer was not present and the device was fully loaded with staples, indicating that the device had not been fired. However, when the battery was installed the green checkmark illuminated indicated that the device was not reset. The adjusting knob was rotated in both directions and no anomalies were noted. No functional test was performed due to the condition of the device. In addition, the device was sent to cincinnati for additional evaluation. Upon arrival in the cincinnati pi lab, the device was received with staples still in pockets although the green check mark illuminated upon insertion of the battery. The shrouds were removed and determined that the cam and the stop switch actuator were in stop position. Hence it was determined that the device required a reset. When the device was reset using a reverse battery, it fired normally. This defect has been correlated to a manufacturing process. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.